Event description:
It was reported that the atrial lead had sensing issues with intermittent capture. Reprogramming was completed and follow-up revealed that the patient was not checked again, and there were no changes made to the patient's treatment. It was also noted that the patient was pacing on their own. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.